Event description:
The manufacturer received information alleging a ventilator service required" alarm occurred while in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the outlet pressure test step during testing. The device's system board was replaced to address the issue. Additionally, a periodic maintenance 1 was performed and the device's air inlet foam filter, and particulate filter were replaced to prevent failure. Software version was checked (ver.1.06.10.00). The device passed all final testing.